Manufacturer narrative:
Result: damaged/cracked head right and left siderail panels with sharp edges.

Event description:
It was reported by service report that the siderails were broken with sharp edges, and the patient head left siderail would not latch. No patient involvement or adverse consequences were reported.